Manufacturer narrative:
Article citation: becherer, babette e., et al. ¿the dutch breast implant registry.¿ plastic and reconstructive surgery, vol. 143, no. 5, 2019, pp. 1298¿1306., doi:10.1097/prs.0000000000005501. The events of breast implant-associated anaplastic large cell lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for events of this nature. Reason for reoperation reported as breast implant-associated anaplastic large cell lymphoma and seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the following was reported: bi-alcl diagnosed by markers cd30+ and alk- and presenting as a seroma. Tnm: t1n0m0. Indication for revision: alcl. Capsulectomy and device replaced. Affected side is unknown.